Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. The pump was unable to perform functional tests or verify battery longevity due to failed battery test alarm. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported of low battery alarm less than one week. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.